Event description:
It was reported that the patient felt like she was shocked by the implantable neurostimulator (ins). The issue happened 4 years ago. The patient did not have the ins looked at, as she did not think it was the ins.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3093-28, lot# v013728, implanted: (B)(6) 2006, product type: lead. (B)(4).